Event description:
Reporter called stating she received a recall notification in the mail. The recall was due to confusing e-5 error codes and test strip errors. No adverse event reported. Reporter will contact the manufacturer to get replacement.